Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that the 30 degree endoscope plus it was getting stuck when trying to rotate the camera to 30 degrees down. It seems to potentially be sticking internally and preventing it from fully rotating, which gave an error message, and a partial 90 degree turn only. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the image was not inverted. The event did not involve a reversed control on the system arms. The vision orientation did not change on its own. The endoscope moved freely with uncontrolled motion. There was no report of a loss of video/ no image. The endoscope did not fail engagement, recognition, or display any error messages. The camera did not fully rotate, making the image sideways. The 30 degree endoscope was installed in both up and down orientations. The surgeon confirmed the desired orientation when the endoscope was installed. There was an indication of the image orientation provided to the user via the user interface. The endoscope and endoscope¿s adapter/base are still engaged/in-synch/attached. There was no damage observed on the endoscope¿s adapter/base such as missing screw(s) or component. The endoscope was manually rotated 180 degrees. The surgeon did not manually associate the right and left masters with the respective arms for intuitive motion. There was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) completed the evaluation on the endoscope plus involved in the complaint. The endoscope plus was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. Failure analysis performed a friction test using a screening aid to manually rotate the camera instrument adapter and check for resistance. The adapter did not rotate smoothly, and abnormal noises were heard during testing, confirming binding. The probable root cause of this binding is attributed to component susceptibility to increased friction.

Event description:
Refer to h11 for follow-up information.